Manufacturer narrative:
Device evaluated by manufacturer - visual and tactile examination of the returned device noted the distal end of the device was protruding from the guide catheter and it found that the stent had moved distally on the balloon and was sitting on the edge of the device. The proximal end of the stent was bunched up. The stent came off the balloon as the device was removed from the guide catheter. The balloon was found to have the stent impressions on it and pillowing of the balloon indicating that the stent was crimped per process in the correct location during manufacturing. This type of damage is consistent with the stent meeting resistance upon advancement and/or withdrawal. No kinks or damage was noted to the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The 2.5x28mm taxus liberte stent was advanced but was unable to cross the lesion "because of the stent struts". The procedure was completed with another 2.5x28mm taxus liberte stent. There were no patient complications reported the patient status is stable.

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The 2.5x28mm taxus liberte stent was advanced but was unable to cross the lesion ''because of the stent struts.'' The procedure was completed with another 2.5x28mm taxus liberte stent. There were no patient complications reported the patient status is stable.